Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited far r wave oversensing. The programming changes were made and the patient was in stable condition.